Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files captured revealed a driveline communication faults alarm. The alarm appeared to resolve when the driveline was disconnected, and the driveline communication fault alarm did not affect the controller's ability to operate the system. The heartmate 3 vad modular cable, lot number 7717204, was returned and evaluated at abbott. During the evaluation, the modular cable was placed on a mock loop with the returned controller and a driveline communication fault became active when the modular cable was manipulated, confirming the reported event. Additionally, the resistance and current leakage of the individual wires using a digital multimeter and the yellow (communication b) and orange (ground b) wires had open line continuity, indicating that the wires were compromised. The modular cable was then connected to the returned system controller and a driveline communication fault was active when the modular cable was manipulated. It should be noted that the driveline communication fault was only active when the returned modular cable was connected to the controller. The cable was then dissected to reveal that the orange (ground b) wire was found to be fully fractured approximately 3.5¿ from the controller connector. Further investigation of the underlying wires in this area revealed that the yellow (communication b) wire appeared to be partially which caused the driveline communication fault alarm. The root cause of the reported event was determined to be an electrically compromised underlying wire within the modular cable consistent with repetitive flexing of the cable over time. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 7717204, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 lvas IFU rev. A and the heartmate 3 lvas patient handbook rev. D are currently available. Section 2 of the IFU provides instructions for replacing the modular cable when needed due to damage or fatigue. Sections 2, 6, and 7 of the IFU and sections 2, 4, and 5 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Damage to the driveline may cause the pump to stop. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions, including driveline communication fault alarms, as well as the appropriate actions associated with each condition. Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with driveline communication fault alarms. The cause of the alarms was not identified. The event log files captured driveline communication fault alarms on (B)(6)2024 between 7:30 pm and 8:30 pm. The system controller and modular cable were exchanged which resolved the alarms.